Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for gd891770 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is report 4 of 4. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Therefore, a sample evaluation will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis, sepsis, and death. On (B)(6) 2012, a friend of the patient's contacted home care services and reported the patient died on (B)(6) 2012. Date of death was confirmed by the nurse. Per the friend, cause of death was peritonitis infection from dialysis. The nurse was not able to provide the cause of death at this time. The nurse stated the events were not related to baxter peritoneal dialysis (pd) solutions. On (B)(4) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) for further information regarding the events of peritonitis and death. On (B)(6) 2012, the patient was admitted to the hospital for sepsis of unknown etiology (diagnosis date was unknown). On an unknown date while hospitalized, the patient was diagnosed with peritonitis. Cause of peritonitis was "possibly from sepsis." On (B)(6) 2012, the patient died. Official cause of death was unknown. The pdrn thought cause of death was sepsis, but could not confirm. The pdrn could not confirm "peritonitis" as the cause of death, but stated the attending doctor thought that sepsis went into the peritoneal fluid and caused peritonitis and not that the patient experienced sepsis from the peritonitis. The source of sepsis was unknown. The pdrn stated the events were not related to dianeal therapy and the peritonitis was not related to dianeal therapy, a baxter device, or disposables.